Manufacturer narrative:
Evaluation summary:the reported condition of the pump head module keypad stop key was found to be intermittently not working was confirmed. The pump head module keypad was replaced to correct the reported condition. There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Event description:
On 1/13/10, during device evaluation by baxter the pump head module keypad stop key on a colleague cxe volumetric infusion pump was found to be intermittently not working. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.